Event description:
It was reported by the customer's biomedical technician that the device was not picking up a pt's ECG, but displaying an erratic signal and acting as though the leads were not connected. The heart rate was also all over the place. The customer had to obtain another device to use with the pt. It was indicated that the second device was immediately available and there was no compromise to pt care due to the failure. The biomedical technician tried the ECG cable on another device and observed proper operation. The biomedical technician also indicated that they thought the device had been dropped.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the ECG was noisy on all leads, except lead 1. It was also observed that the therapy connector was broken from the front case and pushed into the device, there was damage to the parameter bezel near the upper left side and the display showed "newton rings". The system pcb and user/interface pcb assemblies were replaced to resolve the ECG failure. It was confirmed that the therapy connector was not damaged but was pushed back inside the device, making it nearly impossible to connect a therapy cable to it. The case was changed and the therapy connector reseated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies. It was observed that after performing an ECG calibration, a test device was observed to operate properly. The removed memory pcb was further evaluated by the failure analysis center. No failure was observed.